Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 295 mg/dl. The customer was assisted with troubleshooting. Customer reports they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed displacement test and insulin pump failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.